Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that hew would like to bypass the no delivery troubleshooting and it had the pump replaced. The customer device was replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.